Event description:
Additional information received reported no hospitalization, no treatment, no action taken. Passes 3,4, and 5 were performed to treat the distal embolization to the middle cerebral artery (mca) and anterior cerebral artery (aca) territory. A surgical procedure was done. Final mtici 3, 24h nihss 22.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient, who was undergoing a thrombectomy procedure in which a react-71 aspiration catheter was being used, who experienced intra-operative complication. The patient's baseline nihss was 17. There was distal embolization to a new vascular territory of the m1, m2 and a2 during the index procedure. It was noted that surgical intervention was required though the adverse event (ae) occurred during the index procedure. It was additionally noted that final tici of 3 was ultimately achieved in the procedure. The event was not considered life-threatening. It did not result in patient disability or prolonged hospitalization. Site assessment of the event concluded the distal embolization was caused by the patient's index stroke and had a causal relationship to the procedure but was not caused by or related to the medtronic device or ancillary devices. The study sponsor concluded conservatively that the event had a causal relationship to the procedure and could possibly be related to the react catheter. The event was not due to any device deficiency. Ancillary devices: sofia plus - 125 c aspiration catheter, trevo nxt stent retriever.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mass effect was determined to be unrelated to any device or procedure.

Event description:
Additional information received that it was corrected that a surgical procedure did not occur and a percutaneous intervention did occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the subject underwent mechanical thrombectomy for ischemic stroke on (B)(6) 2025. On (B)(6) 2025, the subject's follow up imaging confirmed a cerebral intraparenchymal hematoma type 1. The event is possibly related to the study procedure. There was no alleged product issue. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported causality assessment for hematoma provided as not related to the procedure, not related to the devices, causal relationship to the disease under study, not related to underlying condition or disease, the rationale for the relationship to system or procedure is caused by stroke. Prolongation of existing hospitalization; the adverse event was treated with a surgical procedure. The outcome of the event is unknown. Additional information was received reporting mass effect with midline deviation with onset date of 2025-02-09. The outcome status is unknown. Adverse event (ae) occurred post procedure. Ae is not a new or recurrent stroke. The rationale for relating ae to system or procedure was caused by stroke/causal relationship to the disease under study. Ae not related to an underlying condition or disease. Ae did not result from a device deficiency. Ae dd not result in any treatment or other actions taken. Ae did not result in any diagnostic imaging or test. The site assessed that this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study devices or procedure. The sponsor assessed as possibly related to the procedure and disease under study, and not related to any device.